Event description:
The physician attempted to advance the guide the 6f cls 3.5 into the 6f sheath. The catheter would not advance through the sheath. The physician exchanged the sheath and catheter to successfully complete the procedure.